Manufacturer narrative:
(B)(4). Retainer ring = missing. Customer complained about that there was a crack on the insulin pump in appearance. Insulin pump perform visual inspection and pump received with cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and missing display window cover. Tested with a test p-cap and the test p-cap locked in place properly. Insulin pump passed displacement test. Insulin pump was confirmed for physical damage cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Insulin pump passed required testing. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had crack. No harm requiring medical intervention was reported. The device will be returned for analysis.